Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
During a peripheral atherectomy procedure using a csi orbital atherectomy device (oad), slow flow, thrombus and vessel spasms occurred. Following atherectomy, balloon angioplasty was performed. Following balloon treatment, slow flow, thrombus and vessel spasms occurred. Aspiration was performed to resolve the thrombus and the patient was stable following the procedure.